Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeling forceps glue was caused by an external force such as rubbing the site strongly occurred during transport, storage, use, cleaning, etc. The following is included in the instructions for use which can prevent the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Alternatively, the adhesive deteriorated and peeled off because of long-term repeated use.

Manufacturer narrative:
The device was returned for repair. The issue of light guide cover glue peeling was observed at inspection. The issue were caused by a handling issue of a physical shock due to dropping or knocking the device to a hard surface. In addition, it was observed that the elevator channel inlet was loose and leaking, and the distal end rubber coating glue had a crack. Evaluation is ongoing. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair and the issue of light guide cover glue peeling was observed at the time of estimation. There is no reported patient harm.